Event description:
While performing a device check, the thermogard xp ivtm system (sn (B)(6) did not detect the full air trap chamber during the power-on-self-test (post). The console's display screen showed the red "air trap" text/alert that would not clear. The customer did not provide any further information. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) did not detect the full air trap chamber during the power-on-self-test (post) was not confirmed in the system's event log data and during functional testing. No device malfunction was found, and the thermogard system functioned as intended. No physical damage was observed during the visual inspection. The event log data review showed no significant discrepancies or error messages. The thermogard system passed the initial functional test without any fault or error. The system performed within the specification and the reported complaint was not replicated. Following service, the thermogard system passed all tests with no issues, and readings were within the specified limits.